Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated patient called patient services back to troubleshoot the recharger issues, and patient had no way to charge it. It was noted recharger was replaced and patient was able t o charge ins. It was mentioned patient was now feeling stimulation and able to get the ins into MRI mode after the trickle charge, and patient had been able to use it properly. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ins battery is dead. The hcp did not know if the patient tried to charge or was unable to charge. The hcp wanted to know if the patient was eligible for an MRI if the battery was dead. No symptoms or further complications were reported. On 2019-jan-28, (B)(4) (con): additional information was received from the patient. They reported that they were in need of an MRI for migraines, and clarified this was unrelated to the device and therapy. They could not get the ins into MRI mode because it was depleted. It was explained that since the beginning of 2017, the recharger hadn't been working. It was noted the ins recharger could not communicate with ins. They stated they think the desktop charger connector pin was broken; however, they did not have their equipment with them to perform troubleshooting. Additionally, due to the recharger not working, ins was depleted, and patient last charged and felt stimulation also ¿the beginning of 2017¿. It was mentioned patient was most likely overdischarged. They were redirected to see a doctor to determine if the ins was in overdischarge. It was noted the patient didn't have a doctor at the time of the call, so physician listings were sent to them. They also stated they would call back to troubleshoot when they have their recharger. No further complications were reported or anticipated. On 2019-feb-06, (B)(4) (con): additional information was received from patient. Patient called back with equipment desktop charger (dtc). Patient reiterated same issue and wanted to get a hold of local representative because she needed assistance to jumpstart ins. A replacement desktop charger would be sent to patient. It was noted connector pin was bent or loose on dtc. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). The patient called back again indicating that despite the replacement dtc, the recharger (insr) was still not charging beyond 3/4 full or holding the charge. The patient said they spoke with their rep who directed the patient to get a replacement insr; a new insr was sent to the patient. The rep reported that the ins was in overdischarge so one trickle charged was performed, the ins battery was charged and then reset. The rep said the patient was receiving effective therapy once again and was instructed to charge the ins for the next 5 days in an attempt to replenish the ins battery¿s memory. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.